Event description:
It was reported that the 9800 sys had no video image on the workstation during a case. The 9800 sys had to be removed and the procedure was completed with another sys. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The failure could not be duplicated. The high voltage cable was replaced and the connectors were reseated during the svc call. The sys was tested and found to be working as intended and put back into svc.